Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6 fr angio-seal vip device was received for product evaluation. No accessory components were returned to the device. The returned component was subjected to visual analysis. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Upon this realization, the device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. Based on the evaluation performed the complaint could be confirmed for pullout. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an angio-seal device did not deploy thread into the groin and that no collagen appeared. No harm or extraordinary measures were reported about the patient. Additional information was received on 6/20/18: after complex angioplasty procedure and a predeployment angiogram that was performed on the patient, there were no difficulties with the arterial access, sheath, guidewire, or catheter insertion, with a 6 fr. Sheath used. They performed the "double click" with the device and the whole sheath came away without thread showing. When they pulled back the entire device came free with no thread extruding from the skin. There was no significant blood loss as operator and cath lab team acted immediately. Hemostasis was achieved successfully with the "emergency femostop device".